Manufacturer narrative:
Block h6 imdrf impact code f1001 captures the reportable event of cancelled procedure during sedation.

Event description:
It was reported to boston scientific corporation that spaceoar vue device was used during a spaceoar vue placement procedure on (B)(6) 2024. Fiducial markers were placed transperineally prior to the injection. During the procedure air was removed from syringes and the kit was handed off the physician hands, when the physician started the injection, the hydrogel did not deploy. The procedure was cancelled when the patient was sedated under general anesthesia. No patient complications were report.